Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alarm. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer stated that the temp basal was not programmed before the alarm occurred. Customer stated that the alarm occurred shortly after inserting a new battery. Customer also stated that the insulin pump had insulin pump error alarm and they were able to clear the alarm. Customer stated that the insulin pump had crack on battery compartment side of case and top of insulin pump where belt clip hooks. Customer stated that the reservoir lip ring was not damaged. Customer stated that the battery was not lasting for 24 hours and insulin pump shuts off. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No charge/battery less than expected anomaly, no unexpected battery power loss anomaly, no a21 and a17 alarm noted during test. Insulin pump received with broken belt clip slot and partial broken reservoir tube threads.